Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in threshold and impedances on the system, that impedance was in the 2000 ohm range and there was a potential lead dislodgement. It was also noted there was intermittent capture at max output on the right ventricular lead. The system was explanted and a new system was implanted on the right side. No patient complications have been reported as a result of this event.